Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc), who directed the call to a siemens customer service engineer (cse). The customer had been obtaining error messages related to the vessel. The cse instructed the customer to check the sample and reagent probe alignments, calibrate the heterogenous module (hm) mixers, and clean the vessel gate with alcohol. The customer was then able to recalibrate and run quality controls, which were within range. The cse visited the customer site to check the instrument hardware. The cse calibrated mixers, cleaned and lubricated the vessel transfer arm, gate, solenoid, and vessel chute, inspected probes and their positions, and cleaned the hm wheels. A system check was run and passed. The cause of the discordant tacr results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant, falsely low tacrolimus (tacr) results on two patient samples tested on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and resulted higher, matching the expected values. The customer called back later with an additional discordant result. It is unknown if the discordant result was reported to the physician(s). After troubleshooting, the customer repeated forty patient samples and provided some repeat results, of which twelve were discordant. It is unknown if there was any patient intervention or adverse health consequences due to the discordant tacr results.